Event description:
Reportedly, it was observed that the pacemaker was found in vvi mode (30min-1) and at end of life (eol). However, the physician did not interrogate the device and no follow up date was provided. The device was returned for analysis in order to know if the device was at eol or if there was a malfunction.

Manufacturer narrative:
(B)(4), 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.